Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator clasp had fallen off, could not be recovered, and the refrigerator remained unlocked. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager adjustable hasp had detached from the fridge door and the housing was loose. A field service engineer (fse) removed and reattached the housing, replacing the adjustable hasp. The fse adjusted it for proper operation and tested it in hardware test application diagnostics and application with no issues noted. The system functioned as intended after the field service engineer repaired the device.